Event description:
It was reported that when the proximal intrapharangeal trial joint was being placed into the patient, the bone had fractured. A suture was used to correct the event.

Manufacturer narrative:
A review of the design was completed. It was determined that the current version of trials were slightly larger than the implant. Since the device was not returned for evaluation and little information was provided about the trials involved with this event, it could not be verified that it was the same design. It was also unclear if the slightly larger size had caused or contributed to this event.